Event description:
Pt was hospitalized for repair of multiple facial fractures. During surgery, the 30 ga needle broke off at hub after injection of anesthetic into right buccal mucosa and could not be retrieved after several efforts.